Manufacturer narrative:
Integra has completed their internal investigation on january 3, 2017. The investigation included: methods: review of device history records. Review of complaints history. Results: DHR review; nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable. Engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none repair history: none complaints history; a two year look back found a total of 1 complaint for item 009300xsp, however 0 of those reported had a failure related to ¿began to smoke and smell of electric". Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
Customer reported via medwatch (B)(4) lux rolling light source began to smell of electric smoke. No harm to patient.